Manufacturer narrative:
Additional information: it was reported that the issue occurred in a l3-l5 spinal stenosis fusion. Correction: event date updated to proper value. It was reported that the device was discarded by the customer. A medtronic representative reported that the issue was suspected to have been caused by hard bone within the patient. Based on the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the distal part of the perc pin broke and remained in the patient anatomy. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.